Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right ventricular lead exhibited oversensing of evoked response that led to no output of the backup safety pulse on electrogram evaluation. The lead was reprogrammed and the issue was resolved. The patient was stable throughout the event.